Event description:
It was reported that the physician was trying to access the coronary sinus with a cardiac positioning system (cps) tool to implant a left ventricular lead. When the cps tool was advanced, a coronary dissection occurred. An echocardiogram was performed and there was no fluid. The physician felt that this may have happened with any cps tool. The patient would be scheduled for a left ventricular lead implant at a later date.

Manufacturer narrative:
Coronary sinus dissection - procedure postponed.